Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced proximally erosion in the left sided cylinder. The ipp was explanted. There is no additional information reported.